Event description:
The physician was attempting to treat a lesion using an in.pact pacific paclitaxel-eluting balloon catheter. During an attempt to inflate the balloon at the lesion site, the physician noted that the balloon did not inflate fully. A waist was noted in the balloon. There were no adverse events associated with this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: (root cause unknown), (no device returned), no results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: (root cause unknown), unable to confirm complaint (device or procedural images not provided for review). (B)(4).